Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the powerport clearvue slim. During the procedure, the distal end of the catheter broke off and became lodged in the patients vena cava. As a result, the patient was transferred to the operating room, where the separated catheter segment was successfully removed. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture, material separation and migration as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the powerport clearvue slim. During the procedure, the distal end of the catheter broke off and became lodged in the patients vena cava. As a result, the patient was transferred to the operating room in the main hospital, where the separated catheter segment was successfully removed. The current status of the patient is unknown.